Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low during the night. Customer's blood glucose was 160 mg/dl and sensor reading was 60 mg/dl. Customer declined troubleshooting and is not returning the device for analysis. The device is not returning for analysis.